Manufacturer narrative:
The customer states the suspect component is not available for return. Therefore, no further evaluation can be completed at this time.

Event description:
Customer reported to vyaire that there was a large amount of accumulation of water from nebulizer in corrugated tubing. The customer stated that it needs emptying every hour. Condensation in large amount on nebulizer cap.